Event description:
Meter name: one touch basic enhanced. Symptoms: none. A patient reportedly had a display issue on patient meter. The meter would prompt patient to insert a test strip. When patient inserted a strip, the meter would not prompt patient to apply sample-instead it displayed numbers. The issue was not resolved with troubleshooting. The meter was replaced. Readings of 49 mg/dl and 54 mg/dl are documented. Unknown when the tests were done. Customer was not feeling any symptoms. There was no medical intervention. No further information has been reported.